Event description:
The user is using iplan (brainlab) for setting up the treatment plan. Iplan adds two so-called setup-beams to the plan (0 degrees and 90 degrees). These setup fields have some special dicom tag which marks the beam as setup beam. The setup beams are exported using dicom export to oncentra external beam (from necletron/elekta). Usually setup beams are deleted in oncentra external beam (from nucletron/elekta) from the physicist, and the remaining beams are used for planning. In this case this was not done because the two beams seemed to be appropriate for further planning and have been kept. Now an imrt plan was created (included these setup beams), calculated and sent to mosaiq. Oncentra external beam exported correctly the segments and mus. After import into mosaiq it showed up that the mus for these two beams have been correctly transferred. However now both beams had only one segment, since mosaiq only accepts one segment for setup beam. The complete mus for the beams could have been treated using only one segment, if not discovered by a check at mosaiq.

Manufacturer narrative:
Beams created as so called setup beams in iplan (brainlabs) are using a special dicom tag marking them as setup beam. Oncentra external beam does not change this after import/export and works according specifications. Such beams can be used for planning in the same way as non-setup beams. The user gets no information about that special beam characteristic in oncentra. Mosaiq receives such beams, identifies them as setup beams and keeps only one segment per beam, but the complete mus. The user/iplan should not have exported such setup beams or should have had them deleted in oncentra external beam, since oncentra external beam is not supposed to change that dicom tag information. Oncentra external beam worked as specified and was an intermedium between iplan and mosaiq. Oncentra external beam could have prevented in this case the issue, but is not essential element in the workflow. The issue was discovered at mosaiq during a check. Iplan (brainlab) is notified of the issue caused by this usage of setup beams. The user is now aware not to use setup beams without deleting them in oncentra external beam. Nucletron did notify iplan (brainlab) and mosaiq (elekta) of this issue. Oncentra external beam did not contribute to the issue and worked as specified, but could have prevented it. Necletron will notify its customers as preventive action about the issue and implement a software change so these kind of setup beams can be detected and be prevented to be used for treatment planning.